Manufacturer narrative:
This report is submitted on may 12, 2023.

Event description:
Per the clinic, the patient experienced granulation tissue and inflammation at the abutment site which was treated with antibiotic drops. The implant remains in-situ.